Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-77, that has a similar product distributed in the us, list number 02r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result on a 74-year-old female patient with cholecystitis. A new sample from the patient generated a lower result. The customer repeated the initial sample, and the result was also lower. The following data was provided: customer¿s normal range: 0.001 to 0.034 g/l, sample 1 initial result = 36.023 g/l; repeat result = 0.02 g/l, sample 2 result = 0.02 g/l. Other test result provided: ckmb = normal. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 51579ud01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was performed with a retained kit of the complaint lot 51579ud01 using panels which mimic patient samples. All specifications were met, indicating that this lot is performing acceptably. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 51579ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result on a 74-year-old female patient with cholecystitis. A new sample from the patient generated a lower result. The customer repeated the initial sample, and the result was also lower. The following data was provided: customer¿s normal range: 0.001 to 0.034 g/l. Sample 1 initial result = 36.023 g/l; repeat result = 0.02 g/l. Sample 2 result = 0.02 g/l. Other test result provided: ckmb = normal. No impact to patient management was reported.